Manufacturer narrative:
Device was able to charge properly. Device failed to communicate and sync during rf/ble association. Unable to perform functional test due to communication anomaly. No moisture damage or physical damage to connector pins, cow catcher, or case was noted per visual inspection. In conclusion, it was determined that communication anomaly was isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they visited the emergency room and was admitted to the hospital due to diabetic ketoacidosis and high blood glucose level. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if auto mode feature was active or not at the time of event. Customer reported belt clip was broken and a crack on insulin pump. Customer stated that cannula was bent which result into high blood glucose. No further patient complications were reported. The device was returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozo-mmt-7020-snsr.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.